Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. To address the high blood glucose, the customer administered a correction injection manually and did not require third-party assistance. The customer resolved the problem by changing the infusion set and cartridge, then resumed using insulin.